Event description:
Information was received from multiple sources (Healthcare Provider, Clinical Study) regarding a patient who was implanted with an i mplantable neurostimulator (INS) in dorsal cord stimulation (DCS) due to failed back surgery syndrome, and following a favorable recommendation from the Multidisciplinary Algology Consultation Committee and dorsal cord stimulation (DCS) was indicated. It was repor ted that since February, it has no longer been possible to achieve stimulation in the correct areas (right arm extending to the fingers and shoulder ¿ left leg). Consequently, following further favourable advice from the Multidisciplinary Algology Consultation Com mittee, a second electrode was implanted and the first electrode was repositioned. The diagnostic methods were noted as the patient reported not enough pain coverage as of 2026-Feb-03. The clinical diagnosis was insufficient pain coverage. The etiology was assessed as having a causal relationship to the device or therapy and as not related to the implant procedure and not due to programming. The event resulted in in-patient hospitalization. A surgical intervention was performed in which the first lead was repositioned and an extra lead was placed 2026-May-18. The outcome was reported as resolved without sequelae "2026-Feb-03". The patient's age at consent was 56 and their weight was 118 kg.

Manufacturer narrative:
Section D references the main component of the system. Other medical products in use during the event include: Brand Name Lead; Product ID NEU_UNKNOWN_LEAD; Product Type: 0200-LEAD; G2: The country of the event is BE. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.